Event description:
Customer reported experiencing periodic cartridge alarms on their insulin pump since mid-to-late july, occurring approximately with every other cartridge change. No adverse impact to customer's blood glucose level was reported. Technical support confirmed recurring alarm events and replaced the pump, providing instructions for returning the defective unit and guidance on using a replacement with updated software. Customer will use mdi as backup therapy to ensure insulin delivery continues uninterrupted.